Event description:
An orif procedure was performed on the patient, during which a drill bit was broken. A fragment of the drill bit was left in a bone of the patient's left index finger due to the damage that would be caused in removing it. Other fragments were removed. Three synthes 1.5 mm bicortical screws were implanted in the patient to compress the fracture. No adverse event to the patient has been reported at this time. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.